Manufacturer narrative:
The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported following the implant procedure, the patient's ipg would not connect in post-op. It was noted that the during the implant procedure, the rep set the ipg to surgery mode, checked impedances, and then set the ipg back to surgery mode. Surgical intervention took place in which the ipg was explanted and replaced. Therapy was restored